Event description:
It was reported that a request was made to review the operation of this implantable cardioverter defibrillator (ICD). Technical services (ts) reviewed the device data and noted that there was an episode with a single burst of anti-tachycardia pacing (atp) as well as a single electric shock, that appeared to be a result of an atrial arrhythmia with rapid ventricular response (rvr). Ts reviewed the device function with the physician. This device remains in service. No additional adverse patient effects were reported. Additional information was subsequently received several weeks later that this ICD later delivered an additional shock. Ts reviewed the new event, and although it was difficult to determine due to the single chamber configuration, believed the therapy to be a result of atrial fibrillation (af) with rvr. The results were reviewed with the clinician. This device remains in service. No additional adverse patient effects were reported.